Manufacturer narrative:
(B)(4). Medical device expiration date: this device does not have an expiration date. (B)(6). Evaluation: result - the customer returned (10) 3/10cc, 8mm, 31g syringes in a sealed poly bag from lot # 6074903. The returned poly bag was examined and exhibited a loose, uncovered hub-needle assembly in the sealed poly bag. Since this assembly was uncovered in the sealed poly bag, exposing the cannula, a needle stick could occur. A review of the device history record was completed for the reported lot and all challenges and inspections were performed per the applicable operations qc specifications. Conclusion - bd was able to confirm the customer¿s indicated failure. A probable root cause is the shield and needle assembly became detached when they were caught with another syringe and/or in the bagging machine feeder mechanism. Concurrently, the missing shield eye detected that the shield was gone and rejected the syringe that the shield and needle assembly were formerly attached to but allowed the now-detached needle assembly to be packaged, while the shield was not. The manufacturing site will continue to monitor for trends and special causes.

Event description:
It was reported that there was an extra uncovered needle in an unopened bag of bd insulin syringes and the nurse was stuck by the needle. No medical interventions were provided.